Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 240 mg/dl at the time of the incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used partial sensor. We performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test. Sensor passed per specifications. Unable to confirm needle complaint due to customer not returning insertion needles only sensors.